Event description:
Allegedly per an anonymous user from an internet forum "anyone having issued with the plate snapping? Mostly patients are non weight bearing for 4-6 weeks... Happened 3 times to me. Suggestions?"

Manufacturer narrative:
Report source was from an anonymous internet forum and therefore no further information could not be collected.